Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, d9, h3, e1(initial rep name, address, telephone number), e3, b3, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer troubleshooted the failure themselves. It was reported the issue was resolved when the customer unplugged and plugged the unit. The unit is working expectedly as per customer.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to charge despite staff confirming that the power connection was normal and secure. No patient was involved.